Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00775, 3005168196-2018-00776. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the a1 segment of the anterior communicating artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handles (handles). During the procedure, the physician deployed a smart coil into the target vessel using a non-penumbra microcatheter but was unable to detach the coil using the handle. The physician then opened a second handle; however, the smart coil would still not detach. After multiple failed attempts, the physician decided to retract the smart coil; however, after pulling the smart coil approximately 60% back into the microcatheter, the smart coil unintentionally detached. Therefore, the physician removed the microcatheter containing the detached coil. The physician then performed a run and noticed that coil had caused a small rupture in the aneurysm. The procedure was completed using a new microcatheter, a new smart coil and the second handle. It was reported that the patient woke up and was functional.